Event description:
A malfunction alarm was reported by the customer, identified by the code "malf 0." There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided information for resetting the pump, assisted the customer in performing the reset, and confirmed that the malfunction did not recur. The customer was informed to continue using the pump and advised to contact support if the issue recurred.